Manufacturer narrative:
In the event the devices return to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-02604. It was reported the patient experienced a fever of 102 during the scs system trial period. The patient was prescribed antibiotics. Follow up identified the issue has resolved.

Event description:
Device 2 of 2 . Reference MFR report: 1627487-2017-02604.